Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The unit had minor scratched lcd window.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer declined troubleshooting. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 213 mg/dl at time of reporting. Nothing further reported.